Manufacturer narrative:
At this time, product has not yet been returned the provided serial number is not valid. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The event date is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported that the meter would not power on with either button press or test strip insertion. Due to delivery delay, customer reported they became dizzy and had blurred vision, requiring treatment of insulin (dose/type unknown) by a healthcare professional. There was no report of death or permanent injury associated with this event.